Event description:
The patient has a past history of significant reflex sympathetic dystrophy and chronic pain on an intrathecal medtronic pump. He had the intrathecal pump refilled 4 months prior at another health care organization as an outpatient. The medtronic pump was filled with 40 ml of medication with the following concentration: morphine 11.2mg/ml, bupivacaine 33.8 mg/ml, clonidine 45 mcg/ml, and baclofen 84.6 mcg/ml. The patient receives approximately 0.3 ml of medication a day.he presented to outpatient surgery for replacement of his medtronic intrathecal pump due to possible pump malfunction causing a bolus of medication. The patient complained of increasing numbness and respiratory difficulty with the numbness was ascending from the abdomen to the sternum. He was emergently transported to the other health care organization's emergency department and received naloxone in route to the emergency department and was admitted overnight. He received an additional 1 mg of naloxone and the pump rate was decreased to its lowest rate. The pump was interrogated, with help from the medtronic representative. There was no indication of a pump malfunction, change from baseline rate, or a bolus on the readout. The refill medication concentrations of the mediations were confirmed as correct. The hospital is concerned that it may be possible the medtronic pump could bolus between 0.1 and 0.3 ml of reservoir fluid and not record the event. The hospital is also concerned that it may be possible the physician filled the reservoir to approximately 41.3 ml and there could have been a delayed bolus of reservoir fluid into the catheter two hours and twenty minutes later that was a mechanical event not recorded as a triggered event by the pump software.what was the original intended procedure?replacement of malufunction medtronic pump.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.